Event description:
The customer did not specify the nature of the product complaint. There was no pt injury reported. Evaluation of the returned alarm unit shows that the unit powered on and that the alarm functions intermittently.

Manufacturer narrative:
(B) (4) the customer did not specify the nature of the complaint, unlabeled. (B) (4).